Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history noted. Insulin pump received with serial number label fading. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer high blood glucose level was 436mg/dl and 518 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with manual injection. The customer declined troubleshooting because customer had done with their health care professional in replacement of the device. The device will be returned for analysis.